Manufacturer narrative:
The investigation confirmed that a non-reproducible, higher than expected vitros trop I es result was obtained from a patient sample processed on the vitros 5600 integrated system. The investigation could not determine a definitive assignable cause. Performance testing of the vitros 5600 integrated system performed following the event showed that the instrument was not performing optimally. An ortho fe visited the customer site and performed service actions, following which expected instrument performance was observed. Unexpected instrument performance therefore cannot be entirely ruled out as influencing the higher than expected vitros trop I result. There was no evidence to suggest reagent related issue contributed to the event. Based on historical quality control results, a vitros tropi es reagent related issue is not a likely contributor to the event. However, the customer does not process a control fluid with a troponin I concentration at, or below the url. Therefore, the performance of the vitros tropi es reagent at, or below the url concentration of 0.034 ng/ml cannot be determined and a reagent issue could not be entirely ruled out. Additionally, it is unknown if the sample was processed in accordance with the tube manufacturer¿s recommendations. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. A definitive assignable cause for the event could not be determined.

Event description:
The customer observed a single non-reproducible, higher than expected vitros tropi es result from a patient sample processed on a vitros 5600 integrated system. Patient sample result of 0.545 ng/ml vs. Expected result of <0.012 ng/ml. A biased result of the direction and magnitude observed may lead to inappropriate physician action if undetected. The non-reproducible, higher than expected tropi es result was reported from the laboratory, however, the result was questioned and no treatment was altered, initiated or stopped based on the reported result. A corrected report was issued for the affected sample. Ortho was not made aware of any allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics (ortho). Complaint number (B)(4).